Manufacturer narrative:
(B)(4). Concomitant products: f6 csi (flexor check-flo introducer), terumo stiff j-curve 180 cm guidewire , unknown stent. (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a cross-over procedure, it was reported that puncture in right groin. Cross-over f6 csi (flexor check-flo introducer). A balloon expandable stent was placed in the left arteria iliaca communis. ((B)(4)). Post-dilatation was performed first with a 9mm powerflex pro and later with a 10mm powerflex pro pta balloon. The 10mm powerflex pro balloon could not be pulled into the csi and both, csi and pta balloon, had to be pulled out at the same time. The procedure was finished, so nothing was done other than closing the puncture site. There was no report of patient injury. The device was prepped per the IFU and there were no difficulty experienced in prepping the device. The device did not kink or bend at any time. A terumo stiff j-curve 180 cm guidewire was used.

Manufacturer narrative:
Complaint conclusion: during a cross-over procedure, using a 6f catheter sheath introducer (csi), a balloon expandable stent was placed in the left arteria iliaca communis. Post-dilatation was performed first with a 9mm powerflex pro pta balloon catheter (bc) and later with a 10mm powerflex pro pta bc. This balloon (10mm powerflex pro) could not be pulled into the csi and both, csi and pta balloon, had to be pulled out at the same time. There was no report of patient injury. The procedure was finished, so nothing was done other than closing the puncture side. A stiff j-curve 180 cm guidewire was used. The product was returned for analysis. One non sterile catheter powerflex pro 10mm x 4cm 80cm bc was returned. Per visual analysis the balloon had been inflated. The device was received inserted into a 6f non-cordis sheath introducer. No other damages were noted. Per dimensional analysis the od (outside diameter) proximal seal was found within specification. Per functional analysis an insertion/withdrawal test was completed and no resistance was felt. The device was removed from the 6f non-cordis sheath introducer without any resistance felt. A device history record (DHR) review of lot 17169217 revealed no anomalies or non-conformances that can be associated with the reported event. The event reported by the customer as ¿pta system/ withdrawal difficulty-through guide/sheath¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully . The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.